Event description:
It was reported that the atrial lead exhibited noise, possibly due to friction between the atrial and ventricular leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.